Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified right coronary artery. During use of a .014 ht floppy guide wire, it perforated a vessel. However, it is unknown when the perforation occurred; if during advancement or removal. The perforation was treated with an unspecified stent. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation is listed in the instructions for use guide wire hi-torque guide wires, ce/ FDA, as a known adverse event/patient effect of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified right coronary artery. During use of a .014 ht floppy guide wire, it perforated a vessel. However, it is unknown when the perforation occurred; if during advancement or removal. The perforation was treated with an unspecified stent. There was no adverse patient sequela and no clinically significant delay. Subsequent to filing the initial report, the following additional information was received: the ht floppy guide wire perforated a tiny branch off the circumflex during advancement. No additional information was provided.